Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6) however, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. No data was provided for evaluation. The allegation was confirmed. The probable cause was determined to be transmitter, defective. The reported event of signal loss over 1 hour is reportable because a loss of connection was found due to defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.